Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the backing was missing on the label. It was also noted that the device failed telemetry testing due to the cable being out of electrical specification. Concomitant product: product ID 2090 programmer. (B)(4).

Event description:
It was reported that the radio frequency programmer head was missing its traction pad. The programmer head was returned for service. The programmer head was analyzed and tested out of specification. No patient complications have been reported as a result of this event.